Event description:
Caller indicated the relion prime meter was reading high. "She got a reading of 222 and she has not had a reading of 222 in like 4 years than she took her medication, a 5100 mg pill of janumet at 8:41 pm and than around 11 pm to 12 am she started feeling nauseous and shaky and retested got reading of 60 which is much lower than normal for her and she stated she is lucky she was awake or she would of slipped into a coma". She had to get some orange juice to make her level back up to normal. She felt she dosed herself inaccurately due to the prime meter is reading higher than it should be. With her glucose readings dropping to below normal last night she should not be so high this morning at 189 with the prime meter, so she feels it is reading way higher than it is suppose to be. Her normal readings are usually 100-120 in the morning and on a high day her readings can get up to 130 nothing higher. She is doing everything correctly with technique and storage. Customer also stated that meter was already opened in the store when she purchased it. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.